Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was shutting off with full battery and alarmed improper shut down. The minor movement of the battery module can induce a hard shutdown of these infusion pumps when not plugged in. Simply bumping into, or touching this battery module would cause the pump to shut off entirely. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown, which was not reproduced during evaluation. A review of the event history log identified improper shutdown. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.